Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn b)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn b)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. B)(4) . Patient or user involvement: no. Patient or user harm: no. Case description: b)(4) had error 242.4030 in the error logs. Lvp8100 sn b)(4) . He would like to know what to do with the pump. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: b)(4) was not able to replicate the error when he turned on the pump. I recommended bill to run a basic infusion to see if he can duplicate the error. If b)(4) can duplicate the error. B)(4) .